Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: on examination, the battery compartment was intact and without damage. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test cap fit securely to the pump. The pump powered on normally without any errors, alarms or warnings. The pump did not experience any interruption in power during testing. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.